Event description:
User facility reported "circuit occlusion, ext. High peak alarms" while unit was being tested in the biomed shop. Inspiratory pressure transducer was reading 2166 when set at 2159. Expiratory transducer was reading 2707 when set at 2400. Field service calibrated the unit, and advised the user facility to let it run for 24 hours and if it drifts, then remove it from service. Issue occurred during power up. No patient involvement.

Manufacturer narrative:
(B)(4). At the user facility called back, and notified carefusion technical support that they ran the unit for 24 hours with no errors, and therefore they sent it back on the floor for patient use.